Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 54odx48id; item # us157854; lot # 288880. Recap cement fmrl hd resur48mm; item # 157248; lot # 1495282. G2: foreign - event occurred in canada. H6 - suggested component code: mechanical (g04) - stem. The reported event was confirmed by review of op notes. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: op report uses crutches for ambulation due to pain. General anesthesia, previous incision utilized, encountered a large fluid filled bursa which was excised. Another large fluid filled bursa found around the anterior medial neck from ¿previous anterior arthrotomy¿. Obvious femoral neck fracture noted. Synovitis and inflammatory debris excised from acetabulum and explanted acetabular component easily. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised due to pain, difficulty ambulating, and bone fracture. During the revision noted large fluid filled bursa in two different areas of the hip and the neck was fractured. All components were explanted with stem, cup, liner and head implanted without complications.